Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per field service report: symptom - the pump alarmed purge failure. As a result, the pump was exchanged off the pt. The pump was sent to biomed to be checked. Findings/actions taken: performed functional and preventative maintenance check on pump. Could not duplicate the problem in shop. Ran the pump for four hrs in shop. The pump was checked by biomed on (B)(4) 2011 and returned to service.